Event description:
It was initially reported by an edwards italy affiliate, approximately 3 years, 6 months and 3 days post procedure with a 23mm sapien 3 ultra valve, the valve degenerated presenting severe stenosis with a mean gradient of 80mmhg. The post implant mean gradient during the initial procedure was 28 mmhg. The patient underwent a valve in valve procedure with a non-edwards valve. The mean gradient post valve in valve was 18mmhg. However, per echo report received, the mean gradient was 60mmhg with an aortic valve area of 0.56cm2, and vmax of 473cm/s. The valve showed severe retraction of the cusps with severe pathological gradient. There was mild to moderate intra-prosthetic insufficiency, secondary to the stenosis. The patient was experiencing dyspnea. The valve in valve procedure was successfully performed and the patient was doing fine. The root cause of the stenosis was retraction of the cusps.

Manufacturer narrative:
Correction to b5 and h6 based on additional information received. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. In this case, the reported event for stenosis and central regurgitation were confirmed based on evaluation of the provided medical record. However, due to limited patient information, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards italy affiliate, approximately 3 years, 6 months and 3 days post procedure with a 23mm sapien 3 ultra valve, the valve degenerated presenting severe stenosis with a mean gradient of 80mmhg. The post implant mean gradient during the initial procedure was 28 mmhg. The patient underwent a valve in valve procedure with a non-edwards valve. The mean gradient post valve in valve was 18mmhg.

Manufacturer narrative:
Investigation is still ongoing.